Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on both sides/sharp pain,') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital pain ("hurt lady parts"), abdominal pain ("hurt in my belly "), hypertension ("high blood pressure"), thyroid disorder ("thyroid problems"), basedow's disease ("graves disease"), restlessness ("restless"), the first episode of alopecia ("hair thining"), dyspareunia ("painful sex/stabbing pain during sex"), fatigue ("fatigue/feel exhausted all time"), abdominal distension ("bloated"), menstruation irregular ("horrible periods"), mood altered ("moody"), the second episode of alopecia ("hair thining"), migraine ("migraine") and visual impairment ("variance in vision") and was found to have weight decreased ("lost 60 pounds"). The patient was treated with surgery (total vaginal hysterectomy laproscopic). Essure was removed. At the time of the report, the pelvic pain, genital pain, abdominal pain, hypertension, thyroid disorder, basedow's disease, restlessness, dyspareunia, fatigue, abdominal distension, menstruation irregular, mood altered, the last episode of alopecia, migraine, visual impairment and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, basedow's disease, dyspareunia, fatigue, genital pain, hypertension, menstruation irregular, migraine, mood altered, pelvic pain, restlessness, thyroid disorder, visual impairment, weight decreased, the first episode of alopecia and the second episode of alopecia to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: pelvic pain, abdominal pain genital pain, hair thinning, high blood pressure, thyroid problems, irregular period, vision disturbance, fatigue, moody, migraine, graves disease, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on both sides/sharp pain,') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital pain ("hurt lady parts"), abdominal pain ("hurt in my belly "), hypertension ("high blood pressure"), thyroid disorder ("thyroid problems"), basedow's disease ("graves disease"), restlessness ("restless"), the first episode of alopecia ("hair thinning"), dyspareunia ("painful sex/stabbing pain during sex"), fatigue ("fatigue/feel exhausted all time"), abdominal distension ("bloated"), menstruation irregular ("horrible periods"), mood altered ("moody"), the second episode of alopecia ("hair thinning"), migraine ("migraine") and visual impairment ("variance in vision") and was found to have weight decreased ("lost 60 pounds"). The patient was treated with surgery (total vaginal hysterectomy laparoscopic). Essure was removed. At the time of the report, the pelvic pain, genital pain, abdominal pain, hypertension, thyroid disorder, basedow's disease, restlessness, dyspareunia, fatigue, abdominal distension, menstruation irregular, mood altered, the last episode of alopecia, migraine, visual impairment and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, basedow's disease, dyspareunia, fatigue, genital pain, hypertension, menstruation irregular, migraine, mood altered, pelvic pain, restlessness, thyroid disorder, visual impairment, weight decreased, the first episode of alopecia and the second episode of alopecia to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: pelvic pain, abdominal pain genital pain, hair thinning, high blood pressure, thyroid problems, irregular period, vision disturbance, fatigue, moody, migraine, graves disease, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event pelvic pain updated to serious incident and non drug treatment added. Event hurt in belly, and lady part were added on 23-mar-2020: social media received: reporter added. Events pain during sex, thyroid problems, graves disease, high blood pressure, variance in vision, migraine, fatigue, bloated, horrible periods, moody, hair thinning, restlessness were added. On 23-mar-2020: fu 2 and 3 processed together on 23-mar-2020: social media received: no new information was received. Indication was added. On 23-mar-2020: social media received: reporter added. Events added: weight decreased on 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.